Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown as they were unsure if the suture became loose or if the pocket grew. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The patient reported that while moving themselves in bed, the barostim device moved from a flat position to a horizontal position. The patient reported pain as they manipulated the device back into a flat position. The patient reported no longer experiencing the therapy sensation they were used to and had contacted their physician to check device function. The patient was seen by their physician on (B)(6) 2023 for the device flipping, which was confirmed by an x-ray. The device was flipped back into its original location. The patient retuned to the emergency room on (B)(6) 2023 for device flipping and was again confirmed by an x-ray. A message was sent to the physician for a surgical order to reseat the device in the pocket. In the opinion of the physician, the root cause of the device flipping was unknown and they were not sure if the suture became lose or if the pocket grew. On (B)(6) 2023, the battery was reseated.